Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. During the surgical procedure, fluid loss was identified, and the aus was found to be empty. The device was subsequently replaced, and no additional patient complications were reported.